Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. After the second inflation of the 3.0x15mm trek balloon dilatation catheter (bdc) to 6 atmospheres, during a kissing balloon technique with contrast mix 50/50, the bdc was slow to deflate. The balloon was held on negative for 30 seconds and was not completely deflated when the bdc was removed. Inflation and deflation were attempted outside the patient anatomy and the slow deflation occurred again. A non-abbott bdc was used to successfully complete the procedure. There was no reported adverse effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported deflation difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.